Event description:
It was reported that the customer intermittently experienced low and high blood glucose (bg) levels ranging from 36 mg/dl to the continuous glucose monitor reading "high"; specific bg value was not provided. Reportedly, the cause was due to the pump settings needing to be adjusted. The pump basal rate, correction factor, carbohydrate ratio, and target blood glucose setting was adjusted. Customer consumed carbohydrates and delivered correction boluses to address bg levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.